Event description:
Same case as (B)(4). It was reported that during a revascularization treatment procedure, a guide wire tip detachment occurred. During removal of 0.014 x 182 cm choice, pt straight tip guide wire from the patient the guide wire became caught within a coronary stent at the tibioperoneal trunk. Attempts were made to remove the wire for over 1 hour. Then a non bsc catheter was placed to the site, but the tip of the 0.014 inch x 182 cm guide wire fractured and remained in the stent. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the unit was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as uf/voluntary #4500510000-2011-8006. It was reported that during a revascularization treatment procedure, a guide wire tip detachment occurred. During removal of 0.014 x 182 cm choice pt straight tip guide wire from the patient the guide wire became caught within a coronary stent at the tibioperoneal trunk. Attempts were made to remove the wire for over 1 hour. Then a non bsc catheter was placed to the site, but the tip of the 0.014 inch x 182 cm guide wire fractured and remained in the stent. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).